Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device.

Event description:
It was reported that during a da vinci-assisted extended totally extraperitoneal repair (etep) incisional hernia surgical procedure, energy was not working at tips of the force bipolar instrument. Energy was produced near back of jaws. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 27-nov-2024: arcing was observed near the back of the jaws in between the jaws. There was no damage noted with the instrument and no other instrument was involved. The generator used was an erbe vio dv ref#1014062, sn (B)(6). The settings were cut: 4 and coag: 4. The instrument was used for one minute before the arcing event. The instrument was in contact with tissue when it arced. There was no injury to the patient. The patient has not returned to the hospital due to experiencing post-surgical complications as a result of the arcing event. The instrument was inspected prior to use and no damage was observed. The instrument was connected properly and it did not collide with any instrument or tool during the procedure. The instrument was not touching any clips or sutures while energized. The jaws came in contact with patient's blood and body fluid, but there was heavy charring of blood and tissues at the back of the jaws when the instrument was removed from the patient.